Event description:
It was reported that the customer received two button error alarms. The customer did not receive a response from the insulin pump's keypad, after the second button error alarm. The customer's blood glucose level was not reported. While troubleshooting, the customer's insulin pump had a blank display and received a battery out limit alarm. The product was returned. Nothing further to report.

Manufacturer narrative:
Pump received with no act button response due to flattened button dome switch. No blank display or display anomaly noted during testing. Unable to perform basic occlusion, occlusion, prime/a33, the excessive no delivery, and displacement test due to no act button response. Pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads, and broken pump belt clip slot. The motor was tested outside the device and passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.